Event description:
It was reported that this right atrial (ra) lead had dislodged. In addition, low amplitude, high pacing thresholds, and intermittent loss of capture (loc) were exhibited. Boston scientific technical services (ts) recommended repositioning the lead. This ra lead remains in service. No adverse patient effects were reported.